Event description:
It was reported that the device disconnected from the patient's mobile device application. The device was interrogated via a programmer in clinic, and the device was able to be re-paired to the app. No further invention was performed and the patient was stable.